Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, add gel messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and to the rear therapy electrodes. The root cause for the open wire was unable to be positively identified. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's belt was damaged and was experiencing "add gel/replace belt" messages.